Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (26 mg/dl). Contact stated they believe pump settings need to be adjusted. Reportedly, the customer became unresponsive and emergency medical services were called. Customer was treated with an intravenous drip of dextrose. At the time of the call the customer's bg level was 94 mg/dl, and customer had resumed insulin delivery. Customer stated that they lowered their basal rate and low bg levels have been resolved.